Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to tubing leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformities during manufacturing of the product. H3 other text : see h.10.

Event description:
It has been reported that one bd vacutainer® push button blood collection set with pre-attached holder has been found experiencing leakage during use. The following has been provided by the initial reporter: sales rep received a call by the lab technician that they found leakage of blood from end of tubing and above the connector directly within lot no.8283765.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for tubing leakage with the incident lot was observed. Additionally, retention samples were selected from bd inventory for testing and upon completion, the issue relating to tubing leakage was not observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through CAPA [1396080]. The investigation is still on-going and improvements will be made as the potential causes of this issue are identified. H3 other text : see h.10.

Event description:
It has been reported that one bd vacutainer® push button blood collection set with pre-attached holder has been found experiencing leakage during use. The following has been provided by the initial reporter: sales rep received a call by the lab technician that they found leakage of blood from end of tubing and above the connector directly within lot no.8283765.

Manufacturer narrative:
There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: jka. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd vacutainer® push button blood collection set with pre-attached holder has been found experiencing leakage during use. The following has been provided by the initial reporter: sales rep received a call by the lab technician that they found leakage of blood from end of tubing and above the connector directly within lot no.8283765.